Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had history pointers failed and the history pointers are corrupted error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that red light was blinking and cannot got it to go back to the regular screen and it was also vibrating. Customer stated insulin pump had frozen screen and no response from any button. Customer stated that alarm did not occur during or after the time that buttons were not responding. Customer stated that insulin pump did not passed the self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.